Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of signal from dvi port was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed, defective no digital visual interface (dvi) signal due to a faulty printed circuit board. In addition, worn out video connector latch causing poor connection with pigtails was found. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
It was reported by the biomed the evis exera iii video system center was defective during preparation for use for a diagnostic procedure. There was no report of patient harm or user injury associated with this event.